Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerns a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension (rdna origin) injections (humulin n) via a reusable pen (humapen savvio graphite), for the treatment of diabetes, beginning approximately in 2014. Information regarding dose, frequency and route of administration was not reported. She was reusing the needles, when she travelled and changed the needle when they ran out or got stuck. On an unknown date, after starting human insulin isophane suspension therapy she had trouble using the humapen savvio graphite device (pc 6178827, lot 1403v07). If she selected 20 units, the plunger got locked at 12 units and she end up not taking it (accidental underdose). Sometimes the plunger went down all at once, very fast, did not apply insulin four to five times, so, she took it again (wrong dose administered). On an unspecified date, her diabetes was out of control, and this led to an increase in pressure as the blood got heavy, her blood glucose was 220, 320 (units and reference range not provided) and approximately in aug-2022, she had a stroke. On an unspecified date, she was hospitalized due to these events and remained hospitalized for three days. The physician assessed diabetes mellitus inadequate control and increased blood pressure as the underlying reason for stroke. She received several unspecified medicines as corrective treatment. Further hospitalization details, discharge date, outcome of the events and status of human insulin therapy was not provided. The operator of the humapen savvio graphite was the patient, and her training status was not provided. General humapen savvio graphite model and suspect humapen savvio graphite, duration of use was not reported. The status of suspect humapen savvio graphite was available, and its return was expected. The initial reporting consumer did not provide any relatedness between the events and human insulin isophane suspension drug. The reporting consumer considered accidental underdose and wrong dose administered as related and did not provide any relatedness for rest of the events with suspect humapen savvio graphite device. Edit (B)(6) 2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 22feb2023 in the b.5. Field. No further follow-up is planned. Evaluation summary a female patient reported that when using her humapen savvio device "if she selected 20 units, the plunger got locked at 12 units and she end up not taking it. Sometimes the plunger went down all at once, very fast, did not apply insulin four to five times, so, she took it again." The patient experienced inadequate control of diabetes mellitus. The investigation of the returned device (batch 1403v07, manufactured march 2014) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The patient reported that she reused the needles and did not prime the device. The core instructions for use state use a new needle for each injection and to prime the device before every injection. In addition, the core instructions for use state to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient reused needles, did not prime the device, and used the device after experiencing a problem with it. These misuses may be relevant to the complaint and the event of inadequate control of diabetes mellitus.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: 6178827. This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerns a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension (rdna origin) injections (humulin n) via a reusable pen (humapen savvio graphite), for the treatment of diabetes, beginning approximately in 2014. Information regarding dose, frequency and route of administration was not reported. She was reusing the needles, when she travelled and changed the needle when they ran out or got stuck. On an unknown date, after starting human insulin isophane suspension therapy she had trouble using the humapen savvio graphite device (pc (B)(4) lot 1403v07). If she selected 20 units, the plunger got locked at 12 units and she end up not taking it (accidental underdose). Sometimes the plunger went down all at once, very fast, did not apply insulin four to five times, so, she took it again (wrong dose administered). It was noted she continued to use the device after experiencing a problem with the device (improper use). On an unspecified date, her diabetes was out of control, and this led to an increase in pressure as the blood got heavy, her blood glucose was 220, 320 (units and reference range not provided) and approximately in (B)(6)2022, she had a stroke. On an unspecified date, she was hospitalized due to these events and remained hospitalized for three days. The physician assessed diabetes mellitus inadequate control and increased blood pressure as the underlying reason for stroke. She received several unspecified medicines as corrective treatment. Further hospitalization details, discharge date, outcome of the events and status of human insulin therapy was not provided. The operator of the humapen savvio graphite device was the patient, and her training status was not provided. The model duration and suspect duration of humapen savvio graphite device was not provided. The humapen savvio graphite device was returned to manufacturer on 05dec2022. The initial reporting consumer did not provide any relatedness between the events and human insulin isophane suspension drug. The reporting consumer considered accidental underdose and wrong dose administered as related and did not provide any relatedness for rest of the events with suspect humapen savvio graphite device. Edit 14nov2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 26jan2023: : additional information received on 25jan2023 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information. Added date of manufacturer and returned to manufacturer on 05dec2022; when the device is returned the investigation will be conducted. Corresponding fields and narrative updated accordingly. Update 22feb2023: additional information received on 22feb2023 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch field device information. Updated malfunction from unknown to no. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 26jan2023 in the b.5. Field. No further follow-up is planned. Evaluation summary a female patient reported that when using her humapen savvio device "if she selected 20 units, the plunger got locked at 12 units and she end up not taking it. Sometimes the plunger went down all at once, very fast, did not apply insulin four to five times, so, she took it again." The patient experienced inadequate control of diabetes mellitus. The device was returned to the country affiliate but has not yet been received by the manufacturer for investigation (batch 1403v07, manufactured march 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. When the device is received, an investigation will be conducted. A batch record review and safety case review did not identify any atypical findings with regards to dose accuracy issues. A complaint history review did not identify any atypical findings with regard to the pen jammed issues. No further analysis can be performed without the complaint device. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported that she reused the needles and did not prime the device. The core instructions for use state use a new needle for each injection and to prime the device before every injection. In addition, the core instructions for use state to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient reused needles, did not prime the device, and used the device after experiencing a problem with it. These misuses may be relevant to the complaint and the event of inadequate control of diabetes mellitus.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse event and product complaint (pc), concerns a female patient of an unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension (rdna origin) injections (humulin n) via a reusable pen (humapen savvio graphite), for the treatment of diabetes, beginning approximately in 2014. Information regarding dose, frequency and route of administration was not reported. She was reusing the needles, when she travelled and changed the needle when they ran out or got stuck. On an unknown date, after starting human insulin isophane suspension therapy she had trouble using the humapen savvio graphite device ((B)(4), lot 1403v07). If she selected 20 units, the plunger got locked at 12 units and she end up not taking it (accidental underdose). Sometimes the plunger went down all at once, very fast, did not apply insulin four to five times, so, she took it again (wrong dose administered). It was noted she continued to use the device after experiencing a problem with the device (improper use). On an unspecified date, her diabetes was out of control, and this led to an increase in pressure as the blood got heavy, her blood glucose was 220, 320 (units and reference range not provided) and approximately in (B)(6) 2022, she had a stroke. On an unspecified date, she was hospitalized due to these events and remained hospitalized for three days. The physician assessed diabetes mellitus inadequate control and increased blood pressure as the underlying reason for stroke. She received several unspecified medicines as corrective treatment. Further hospitalization details, discharge date, outcome of the events and status of human insulin therapy was not provided. The operator of the humapen savvio graphite device was the patient, and her training status was not provided. The model duration and suspect duration of humapen savvio graphite device was not provided. The humapen savvio graphite device was returned to manufacturer on 05dec2022; when the device is returned the investigation will be conducted. The initial reporting consumer did not provide any relatedness between the events and human insulin isophane suspension drug. The reporting consumer considered accidental underdose and wrong dose administered as related and did not provide any relatedness for rest of the events with suspect humapen savvio graphite device. Edit 14nov2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 26jan2023: : additional information received on 25jan2023 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information. Added date of manufacturer and returned to manufacturer on 05dec2022; when the device is returned the investigation will be conducted. Corresponding fields and narrative updated accordingly.